Manufacturer narrative:
Additional manufacturer narrative: the device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be communicated accordingly once the device is received and evaluated.

Event description:
It was reported that the cco values displayed on the vigilance ii monitor were not the values which were expected. The customer performed a manual bolus to obtain values which more accurately represented the patient's clinical status. No patient compromise was reported and no other system-related components were identified as suspect.

Manufacturer narrative:
This supplemental report is being sent to communicate the information which was not available at the time of the initial submission. The monitor was manufactured june 20, 2006 and review of the device history record was unable to assign any manufacturing-related issue which could be related to the customer¿s complaint. Per edwards¿ procedure, the useful life of the monitor is 5 years. The referenced monitor has exceeded its established useful life. Examination of the returned monitor was unable to replicate the reported customer complaint. Functional testing, electrical safety testing, final acceptances test unit testing and burn-in simulation results corroborate that the monitor performs as expected. It is unknown whether procedural processes or a specific circumstance played a role in the customer's reported experience, as no fault could be identified and the monitor functioned appropriately. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.